Event description:
Health professional reported that a day after injection in the glabellar and nasolabial folds with one syringe of juvederm ultra xc, the patient complained of swelling and bruising on the right side of the face. The physician prescribed cold compresses. The next day the patient complained of "small white bumps like white heads and it stung a little bit." The patient then went to an emergency room and was diagnosed with cellulitis and impetigo. The patient was prescribed unknown antibiotics. The patient still has swelling and feels uncomfortable. Additional information: health professional states that the patient has not been evaluated since the event happened. The patient was asked to return for an evaluation, but has not done so. The only information the office has is what has already been reported. There is no information as to which hospital the patient went to, nor what medications were received in the emergency room. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
(B)(4). Device evaluation summary: batch number h24l625645 was released by qc according to defined specifications. The documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle and the sterility test are registered as conforming. The attributability is then impossible to determine.